Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient had signs and symptoms of hemolysis, which included hyperbilirubinemia and hemoglobinuria. The patient presented with abnormal pump parameters and lab values and worsening heart failure. Thrombosis of the pump was also suspected. The patient''s maximum lactate dehydrogenase level was 2061 u/l. The patient was treated with IV heparin, and a pump exchange was completed on (B)(6) 2015. There was no presence of thrombus reported in the left ventricle or the left atrium. The device was not visually inspected to confirm thrombus. The patient experienced post-operative mediastinal bleeding and was transfused with 5 units of packed red blood cells. It was reported that the patient could not move the right extremities upon fully awakening from anesthesia. On (B)(6) 2015, a CT scan showed multifocal low density abnormalities suspicious for recent infarcts (ischemic stroke), with the largest focus in the left parietal lobe extending to the posterior left insular/external capsule region. It was reported that the stroke event was believed to be related to the first pump and the pump exchange procedure itself. The patient remains on the replacement device and it is functioning as expected. There were no abnormal parameters noted. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 5 months. (B)(4). Device evaluation of the returned device confirmed the presence of deposition in the outlet stator and rotor body. The depositions were partially obstructing the blood flow path and could have contributed to the reported hemolysis and increased lactate dehydrogenase. The blades of the rotor revealed a white/red, tissue-like deposition. Parts of the deposition were denatured; indicating that it was present while the pump was supporting the patient. The structure of the deposition suggests that it did not originate on the rotor and developed in another location. However, its origin and a duration of time for which it was present in the pump could not be conclusively determined. The outlet stator revealed white, tissue-like deposition. The lack of laminated layering indicated that it did not initially form in the outlet stator. Furthermore, the lack of contact marks on the rotor suggest that it was not likely present while the device was supporting the patient. Its origin and a duration of time for which it was present in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. A root cause for the observed depositions could not be conclusively determined through this evaluation. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists thrombus and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: evidence of pump malfunction with dilated lv on echocardiogram, low pi with av opening with every beat as well as hemolysis and hematuria. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Malfunction component: pump: yes. Malfunction component: pump: pump body: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: no cause identified.